Manufacturer narrative:
The reported guide wire was returned for analysis with the oad utilized during the procedure. A visual examination was performed and the tip of the guide wire was noted to be detached. No other damage was noted with the guide wire or the oad. Scanning electron microscopy was performed and the guide wire core wire was found to have fractured due to excessive torsional stresses. Radiopaque particles were noted on the tip bushing of the oad, which is consistent with the spinning driveshaft coming into contact with the guide wire spring tip, which may result in dislodgement of the spring tip and torsional fractures in the distal core. The IFU for the reported device states "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip". The reported crown jumping was unable to be confirmed during analysis and the oad functioned as intended with no anomalies noted. At the conclusion of the device analysis investigation the reported wire detachment was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was 70% stenosed and located in the mid circumflex. The lesion was treated with two passes of the oad on low speed and the crown was noted to jump forward after crossing the lesion during both passes. The oad was removed from the patient and during exchange of the guide wire the tip of the wire was noted to be detached. The wire was not able to be removed from the patient. Balloon angioplasty and stent placement were performed and the patient was in stable condition following the procedure.